Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with single lumen PICC. The customer reports that a single lumen PICC was placed. The PICC infiltrated 1-2 weeks after placement, while running tpn and lipids. The PICC was removed and the pt was treated with antibiotics.